Event description:
The customer alleged they received a questionable carbamazepine (carb) result on their integra 400 plus analyzer. The patient's initial carb result was 67 umol/l. The first repeat result was 52.5 umol/l. The second repeat result was 52.1 umol/l. It was unknown if any result was reported outside the laboratory. It was unknown if the patient was adversely affected by this event. The carb reagent lot number and expiration date were not provided. Clarification for the unknown information has been requested.

Manufacturer narrative:
The customer declined to provide any additional information for an investigation. The root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).